Event description:
According to the available information the device was explanted and replaced due to pending erosion. The distal tip of the implant was close to eroding through the urethra. Physician downsized the implant by 1 cm to reduce the pressure to the distal corporal tissue.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.